Event description:
The customer tested her blood glucose and received a reading of 103 mg/dl using her contour meter. She retested using another meter and received a reading of 296 mg/dl. On another occasion, she received a reading of 113 mg/dl on the contour and 300 mg/dl on the other meter. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.